Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received undeployed. No alarms were observed in the data. Timeouts and a drive stall were observed in the data towards the end of the run. The device completed first prime in 45 pulses and was deactivated at 55 pulses. First and second prime were completed in an expected number of pulses, but the drive system stalled during second prime. The device was reset and rerun. Timeouts and a drive stall were observed in the rerun data. Corrosion was observed on the top battery and top battery clip. This lead to intermittent electrical discontinuity within the drive system, causing the observed timeouts and drive stalls. This corrosion can be determined as the cause of the device's inability to deploy.